Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen displayed a red box, and after rebooting, the device failed to power on. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station could not power on. A field service engineer (fse) troubleshot unit not powering on and found it disconnected; customer had moved the unit to another room without plugging into the correct network, so reconnected it properly, resynced, and confirmed it was back online and working. The system functioned as intended after the field service engineer repaired the device.